Event description:
It was reported that "abg syringe exploded in the bag after being tubed to the lab." There was no patient harm/adverse event reported.

Manufacturer narrative:
B3: day is unknown, month and year are known. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.